Manufacturer narrative:
The clip remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed for single leaflet device attachment (slda) and possible tissue damage. It was reported that this was a mitraclip procedure to treating degenerative mitral regurgitation (mr) of grade 4. The patient anatomy included a barlow's valve and bi-leaflet prolapse. Two clips were implanted and the mr was reduced to grade 2. One day post procedure, on (B)(6) 2020, echocardiogram noted that the first implanted clip had detached from the posterior leaflet and the mr had increased to grade 4. It was possible that tissue damage occurred, but this could not be confirmed. The patient underwent a second mitraclip procedure. Two additional clips were implanted and the mr was reduced from grade 4 to grade 1. There was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific issue. The reported patient effect of tissue damage and recurrent mitral regurgitation (mr), as listed in the mitraclip system instructions for use (IFU), is a known possible complication associated with mitraclip procedures. Based on the information provided the reported single leaflet device attachment (slda) is the result of patient anatomy. A conclusive cause for the reported possible tissue damage cannot be determined. The reported recurrent mr is the result of the slda. The reported additional therapy / non-surgical procedure and hospitalization are the result of case specific circumstances. There is no indication of a product issue with respect to manufacture, design, or labeling.